Event description:
It was reported the implant was removed due to infection and bone loss. Tooth site 18. Symptoms as a result of the event: abscess, edema and inflammation. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.